Event description:
Patient had planned tavr - valve in valve procedure. (B)(6) 2025 valve was deployed inside of existing prosthetic valve, but then embolized into left ventricle during procedure. Not attributed to user error. (B)(6) 2025 valve was able to be retrieved from left ventricle but remains in venous system with patent blood flow.